Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 (B)(4)); smartablate generator (model# m-4900-07 (B)(4)); smartablate pump (model# m-4900-08 (B)(4)); smartablate remote (model# m-4900-09 (B)(4)); lasso catheter (model# d-1343-01-s lot# 17287466l); cs catheter (model# d-1263-07-s lot# 17277749m); soundstar catheter (model# sndstr10g lot# g3037791). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was reported that during the case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). A pericardiocentesis was performed and less than 300ml of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received on the event. A transseptal puncture was performed with a st. Jude medical brk1 needle. The patient received anticoagulation during the procedure which was maintained in the 350's. The tamponade was noticed at the end of the procedure as the physician was using ice to survey the heart for effusion. Therefore, it is unable to be determined when the tamponade occurred. The patient did not require hospitalization due to the event; they went home the next day as usual. The power was not titrated during ablation. The flow rate of 30ml/min was used most all of the time. A st. Jude medical sl2 sheath was used. The physician did not provide a causality opinion for the cause of this adverse event.